Event description:
It was reported that the screw head broke during surgery. All pieces were removed and another was available to complete the procedure. There was no known impact or consequences to the patient.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)E1 Establishment: (b)(6) G2: Foreign - Event occurred in China.The customer has indicated that the product is in process of being returned to Zimmer Biomet for investigation. Once the investigation has been completed, a Follow-up MDR will be submitted.